Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, increased pacing impedance was noted on the right atrial (ra) lead. A ra lead dislodgement was suspected. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.